Event description:
It was reported that burr broke and rotawire fractured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified lesion a 1.50mm rotapro and rotawire drive were selected for use. During the course of the procedure, it was noted the burr became entrapped on polishing run, the handshake connection was open possible from patient moving around and hitting the device. Consequently, the burr broke at 3 cm from the burr and the rotawire fractured at 30 mm from the tip. The physician attempted to capture the burr and the rotawire with a guide extension catheter but was unsuccessful. A surgery performed, the procedure was completed, and the patient was expected to fully recover.